Event description:
It was reported that a patient presented on (B)(6) 2021 with an episode of post-paced t-wave oversensing due to non-sustained right ventricular oversensing on their implantable cardioverter defibrillator. No intervention was reported. There were no patient consequences.